Manufacturer narrative:
Completed with info provided by the user facility. After analysis of the device components and other possible root causes, it was determined that the insufflation tubing reported may become occluded due to housing material. The plasticizer may migrate from the tubing into the filter housing causing an occlusion. Heat has also been determined to precipitate the occlusion. Through extensive testing and research, a decision was made to change the filter housing material to (B)(4). (B)(4) is a stronger, higher impact and more chemically resistant material. It is also less affected by higher temperatures. We are confident this action has eliminated the tubing issue.

Event description:
Surgeons repeatedly are complaining that the tubing is extremely slow to insufflate. Complaints of defective product and maybe the filters are bad. This has occurred during multiple cases of laparoscopic surgery. Insufflating the abdomen using this tubing was very slow. This slowed the progress of surgery. At least six tubings were pulled and demonstrated the same problem.